Manufacturer narrative:
Corrected: device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: the wallstent endoprosthesis and wallstent endoprosthesis tracheobronchial are intended for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The device is not intended for use in a venous setting and it was reported to have been used to treat the inferior vena cava. (B)(4).

Event description:
It was reported that the patient died. The patient presented with cancer and patient's angiography showed a tumor compressing the inferior vena cava and a thrombus was also noted. The target lesion was located in the inferior vena cava artery. A 24x70/11fr uni plus 75 cm wallstent® endoprosthesis was then implanted without incident. Post-dilatation was performed successfully with a 10 mm and 14 mm balloon catheter respectively. Following removal of 14 mm balloon catheter, the patient was having respiratory distress. The patient actually stopped breathing and the patient's heart stopped. The patient died despite CPR and life saving actions were performed. Post procedure, the physician stated he felt the patient died due to having an existing respiratory condition that was exacerbated possibly by the medication given for anesthesia.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that the patient died. The patient presented with cancer and patient's angiography showed a tumor compressing the inferior vena cava and a thrombus was also noted. The target lesion was located in the inferior vena cava artery. A 24x70/11fr uni plus 75 cm wallstent® endoprosthesis was then implanted without incident. Post-dilatation was performed successfully with a 10 mm and 14 mm balloon catheter respectively. Following removal of 14 mm balloon catheter, the patient was having respiratory distress. The patient actually stopped breathing and the patient's heart stopped. The patient died despite CPR and life saving actions were performed. Post procedure, the physician stated he felt the patient died due to having an existing respiratory condition that was exacerbated possibly by the medication given for anesthesia.